Manufacturer narrative:
The reported failure of err_perm_fail_int_li_ion is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to a third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During the evaluation, error err_perm_fail_int_li_ion (error code 193) was confirmed in the device error code log. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the error code. After the evaluation was complete, the device was scrapped by the service center.